Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patients' experienced persistent dysphotopsias. Additional information was requested.

Manufacturer narrative:
This report originally filed as 1119421-2025-00132 from manufacturing site huntington. The product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.